Event description:
Complainant alleged that during the flight transport of a pt, the device inappropriately shut down and would intermittently power back up. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The monitor - board was replaced as a precaution. The device was recertified and returned to the customer. The battery used at the time of the event was not returned as part of this investigation. The customer has indicated that the battery is still in service and working fine. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.